Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly for evaluation. The guide wire was returned retracted within the advancer tube which was fully assembled. The guide wire assembly did not appear to show any evidence of use. Visual examination revealed the guide wire is kinked in one location towards the distal end. The kink in the guide wire was observed to be in the location of the exposed guide wire section in the advancer thumb guide. The kink is consistent with the guide wire coming in contact with other components during shipping and handling. The customer reported that "the swg was bent while the md was performing the procedure" but also stated that the swg was not used. The customer report does not clearly state the damage was observed upon opening the kit; however, the lack of evidence of use and the nature of the damage indicate the guide wire was kinked in the packaging. Microscopic examination confirmed the kink in the guide wire body. No other damage to the assembly was observed. Both guide wire welds were full and spherical. Other remarks: the guide wire was kinked at 79 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Slight resistance was met when passing the kinked section of the guide wire through the insertion components. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked was confirmed through visual examination of the returned sample. The returned guide wire was kinked towards the distal end of the guide wire. Dimensional inspection of the sample did not reveal any manufacturing related issue. The guide wire and the assembly were returned with the advancer tube fully assembled with no evidence of use. The defect observed is consistent with damage during transit. A DHR review was performed and did not reveal any manufacturing related issues. Based on the observed damage and customer report, the probable cause of this issue is shipping and handling related. An appropriate conclusion code could not be found.

Event description:
The customer alleges that the spring wire guide bent while the doctor was performing a procedure. The procedure was completed using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide bent while the doctor was performing a procedure. The procedure was completed using another device.